Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 820 was not confirmed or reproduced during product evaluation; however, the quality engineer has determined that the correct failure code was 715:00. After further investigation the root cause of this condition was determined to be a defective pump head module. The pump head module on channel a was replaced in order to correct this condition. A service history review revealed that this device was previously serviced for the reported condition. During previous services, the pump head module was replaced. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a failure code of 820. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however, it is known to have occurred in the general patient ward. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00, which is categorized as unremediated. No additional information is available.